Manufacturer narrative:
H3: the manufacturer representative went to the site. The battery trays 1-8 were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used in a total hip arthroplasty (tha) and total knee arthroplasty (tka) procedure. It was reported that the imaging system was stuck in stand alone mode, and the gantry could not be moved. The gantry was also stuck open and took 4 restarts to correct this. It was also indicated that the battery was draining excessively and was showing/flashing the red battery indicator even after a full charge and just being moved from storage into theatre. The individual battery failure message was appearing on the mobile viewing station (mvs). The imaging system failed to capture the lateral of 2d long film spin. The system could not be moved and was stuck in theatre. There was a delay in the surgical procedure of 1 hour or longer.

Manufacturer narrative:
H3. The system was serviced in the field, and the system connected to dash and indicated normal function of the charger enclosure. Battery pair voltages were measured and on trays 1, 2, and 7, one pair measure at approximately 22v and the other at 26v after disconnecting the umbilical. Due to the failure on 3 battery trays, it could not be trusted that the remaining batteries would hold a charge. All batteries would be replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000163 tray asy 4 battery (qty: (B)(4)) kit svc o2 bi71000162 tray asy 2 battery medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.